Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, they did not function for the customer. No patient impact reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd did not receive returned samples or photos from customer for investigation of underfill. Additionally, incident lot # was unable to be determined; therefore, review of device history record could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint was unable to be confirmed for indicated failure mode of underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, they did not function for the customer. No patient impact reported.